Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction at sensor insertion site on (B)(6) 2016. Sensor was inserted at the buttocks on (B)(6) 2016. Patient's mother described the skin reaction as a red, pussy rash. Patient has been experiencing reactions to sensor adhesives for several months. Patient's mother treats the affected area with fluocinolone cortisone cream, prescribed by the patient's dermatologist on (B)(6) 2015, for treatment of sensor site reactions. Additionally, it was reported that the patient was seen by a physician on (B)(6) 2015 and 01/07/2016 for skin reactions. Physician recommended the use of tegaderm at these appointments. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Photographs were provided confirming the customer complaint. The reported event was confirmed. The root cause cannot be determined.